Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated therapy was not working for her pain. Patient stated they called yesterday and the representative had her change all of the settings, pt clarified she increased stimulation on her programs under group a, patient was not feeling stimulation in group a. Agent suggested patient try group b patient increased the stimulation in each program under group b but stated they were still not feeling any stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back repeating how the stimulation has never worked. Pt stated they had been seen for re-programming 2-3 times and was told by their manufacturer representative (rep) that if they felt a sensation where they had static going down their legs or arms, they could try turning the stimulation down one click. Pt stated they did that a couple of times, but the stimulation still is not and never has targeted their lower back. Pt stated they had no problems with the trial. Pt does not recall the name of the first rep they spoke to and was seen by for re-programming. And they were seen by another rep and left 2 voicemails for rep in the past 2 days. Agent redirected pt to healthcare provider to further address the issue. Patient stated they have an appointment on (B)(6), and they will call healthcare provider to ensure rep is present at appointment. Pt stated they need to make the stimulation work or take the device out.